Event description:
As reported; after releasing the stent on a 5mmx 120mm smart flex self-expanding stent (ses) delivery system, the tip end of the delivery system was hung up on the stent and cannot be withdrawn. There were no reported injuries to the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported; after releasing the stent on a 5mmx 120mm smart flex self-expanding stent (ses) delivery system, the tip end of the delivery system was hung up on the stent and cannot be withdrawn. The smart flex delivery system was removed after replacing a non-cordis stiff .035 guidewire. There were no reported injuries to the patient. This was during a procedure to treat popliteal artery disease from the p1 to p3 segment. The target vessel characteristics were mild calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU). The withdrawal difficulty did not cause the implanted stent to migrate away from its implant location. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3, a4, b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported; after releasing the stent on a 5mmx 120mm smart flex self-expanding stent (ses) delivery system, the tip end of the delivery system was hung up on the stent and cannot be withdrawn. The smart flex delivery system was removed after replacing a non-cordis stiff .035 guidewire. There were no reported injuries to the patient. This was during a procedure to treat popliteal artery disease from the p1 to p3 segment. The target vessel characteristics were mild calcification and mild tortuosity. The device was stored and prepped per the instructions for use (IFU). The withdrawal difficulty did not cause the implanted stent to migrate away from its implant location. The device was returned for evaluation. A non-sterile ¿smart flex 5x120 vas, 120cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to be inspected. A thorough inspection was performed on the unit observing a kinked condition located approximately 104 cm from distal tip. The stent is fully deployed and was not returned for analysis. The hemostasis valve was returned tightly closed. No other outstanding details were noticed. Functional analysis was performed. The returned unit was inserted into a previously flushing lab sample csi by the cap. Then the unit was withdrawn from the sheath. Except for the kinked area, no resistance or friction was observed during the functional testing. The reported ¿stent delivery system (sds) withdrawal difficulty-snagged/caught on stent¿ could not be confirmed due to the nature of the event, this cannot be replicated in a lab setting. Difficulty crossing through an anatomical structure and/or stent is a known procedural occurrence. Crossing difficulty is most commonly related to patient anatomy, operator technique and appropriate device selection. The sds was received fully deployed and the stent itself was unavailable for evaluation. A kinked condition was observed on the device; otherwise, no anomalies were noted to the device that may have contributed to any withdrawal difficulties. Nevertheless, a functional insertion/withdrawal test was performed with a lab sample csi and resistance, or friction was observed during this analysis. According to the instructions for use, which is not intended as a mitigation, ¿introduce the stent delivery system a. Advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. B. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target stricture and proximal placement marker (12) proximal to the target stricture. C. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. D. The tuohy borst valve (5) on the handle (3) should be loosened, if needed, to allow free movement of the pusher tube (2). 10. Deploy the stent a. Stent deployment must be performed under fluoroscopic guidance. B. Grip the outer sheath (1) and handle (3) with one hand and the pusher tube (2) with the other. C. Move the outer sheath (1) proximally relative to the pusher tube (2), while holding the pusher tube (2) in a fixed position. D. The position of the delivery system may need to be adjusted to keep the distal stent markers (10) at the appropriate location. E. Once the distal end of the stent (9) starts to deploy continue to retract the proximal outer sheath (1) and handle (3) while holding the pusher tube (2) still until the stent (9) is fully deployed and the proximal stent markers (11) have expanded. Note: the proximal placement marker (12) may move during the stent deployment and may not coincide with the location of the proximal stent markers (11) after deployment. F. If resistance is felt during retraction of the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. 11. Under fluoroscopic guidance, withdraw the entire delivery system as one unit, over the guidewire while keeping the guidewire in position, and out of the body. Remove the delivery device from the guidewire. Warning: do not forcefully remove delivery system from introducer/sheath ¿ if resistance is met, remove sheath and delivery system as a unit.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.